Event description:
A premature battery depletion is suspected: ¿ on (B)(6) 2018, when the patient underwent a coronary angiography, pacing failure was observed on the ECG. ¿ on (B)(6) 2018, it was confirmed that pacing failure had been frequently occurring since the day before. ¿ a pacemaker check was thus attempted later; however, when interrogation of the device was attempted, a telemetry error occurred in the middle of the interrogation process. Reportedly, the green lamps on the programming head were lit at first, but they stopped being lit at some point. Another attempt was made using a different programmer, but the green lamps on the programming head were again not lit when the head was placed over the implant site of the device. The patient was showing his own spontaneous at 35 bpm. ¿ as battery depletion of the device was suspected considering the patient¿s records from the past pacemaker follow-ups, it was decided to apply a temporary pacing system to the patient. ¿ on (B)(6) 2018, a pacemaker replacement procedure was performed. The device was explanted and returned from the hospital for analysis.

Manufacturer narrative:
(B)(4)

Event description:
A premature battery depletion is suspected: on (B)(6) 2018, when the patient underwent a coronary angiography, pacing failure was observed on the ECG. On (B)(6) 2018, it was confirmed that pacing failure had been frequently occurring since the day before. A pacemaker check was thus attempted later; however, when interrogation of the device was attempted, a telemetry error occurred in the middle of the interrogation process. Reportedly, the green lamps on the programming head were lit at first, but they stopped being lit at some point. Another attempt was made using a different programmer, but the green lamps on the programming head were again not lit when the head was placed over the implant site of the device. The patient was showing his own spontaneous at 35 bpm. As battery depletion of the device was suspected considering the patient¿s records from the past pacemaker follow-ups, it was decided to apply a temporary pacing system to the patient. On (B)(6) 2018, a pacemaker replacement procedure was performed. The device was explanted and returned from the hospital for analysis.

Manufacturer narrative:
The preliminary analysis suggests that a premature battery depletion occurred.

Event description:
A premature battery depletion is suspected: on (B)(6)2018, when the patient underwent a coronary angiography, pacing failure was observed on the ECG. On (B)(6)2018, it was confirmed that pacing failure had been frequently occurring since the day before. A pacemaker check was thus attempted later; however, when interrogation of the device was attempted, a telemetry error occurred in the middle of the interrogation process. Reportedly, the green lamps on the programming head were lit at first, but they stopped being lit at some point. Another attempt was made using a different programmer, but the green lamps on the programming head were again not lit when the head was placed over the implant site of the device. The patient was showing his own spontaneous at 35 bpm. As battery depletion of the device was suspected considering the patient¿s records from the past pacemaker follow-ups, it was decided to apply a temporary pacing system to the patient. On (B)(6)2018, a pacemaker replacement procedure was performed. The device was explanted and returned from the hospital for analysis.